Event description:
It was reported to boston scientific via an article abstract published in the 26th annual fall meeting of sexual medicine society north america (smsna) that a retrospective analysis was conducted of patients who undergone water vapor therapy using rezum for treatment of large prostates due to benign prostatic hyperplasia. The study sought to evaluate the efficacy of the rezum therapy in large prostates, assess success rates, and identify predictors of treatment outcomes. The medical records of 597 patients who underwent water vapor therapy procedures using rezum from 2019 to 2023 were reviewed. Out of 597 patients, this study shared the results of 133 patients with large prostates that required 8 or more treatments with a minimum 3-month follow-up. Prior to treatment, it was identified that 15 patients had diabetes mellitus, 14 patients had class 1 asa comorbidities, 98 patients had class 2 asa comorbidities, 21 patients had class 3 asa comorbidities. Out of those 133 patients, sexual function preservation was a primary concern for 112 patients. The other 21 patients, characterized with large prostates and had class 3 asa comorbidities, 19 received local anesthesia, and 2 received brief general anesthesia. At the 3-month follow up following the procedure, the sexual function outcomes were overall favorable with 107 out the 112 patients reporting no chance in sexual function. However, the following complications were reported: 4 patients reported erectile function deterioration, 2 patients experienced decrease semen volume, and 1 patient developed anejaculation. During a median follow-up of 27 months, 27 out of those 133 patients required retreatment. It was determined that rezum therapy is effective for large prostates with excellent sexual function preservation. However, larger prostate sizes increase retreatment risk.

Manufacturer narrative:
Bonakdar, m., guillen-lozoya, a., & kohler, t. Treatment outcomes and prognostic factors of rezum treatment for large prostates in benign prostatic hyperplasia [abstract]. In 26th annual fall scientific meeting of smsna. Sexual medicine society of north america. Detailed product information was not provided to bsc despite good faith efforts. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Bonakdar, m., guillen-lozoya, a., & kohler, t. Treatment outcomes and prognostic factors of rezum treatment for large prostates in benign prostatic hyperplasia [abstract]. In 26th annual fall scientific meeting of smsna. Sexual medicine society of north america. There were no devices available for analysis; therefore, no physical or visual analysis of the products could be performed. The reported patient symptoms of "impotence", "pain", "retrograde ejaculation", and "sexual dysfunction" are known risks associated with the device and have been addressed in the labeling. A risk review was completed and determined that mentioned patient symptoms have been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc despite good faith efforts. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 26th annual fall meeting of sexual medicine society north america (smsna) that a retrospective analysis was conducted of patients who undergone water vapor therapy using rezum for treatment of large prostates due to benign prostatic hyperplasia. The study sought to evaluate the efficacy of the rezum therapy in large prostates, assess success rates, and identify predictors of treatment outcomes. The medical records of 597 patients who underwent water vapor therapy procedures using rezum from 2019 to 2023 were reviewed. Out of 597 patients, this study shared the results of 133 patients with large prostates that required 8 or more treatments with a minimum 3-month follow-up. Prior to treatment, it was identified that 15 patients had diabetes mellitus, 14 patients had class 1 asa comorbidities, 98 patients had class 2 asa comorbidities, 21 patients had class 3 asa comorbidities. Out of those 133 patients, sexual function preservation was a primary concern for 112 patients. The other 21 patients, characterized with large prostates and had class 3 asa comorbidities, 19 received local anesthesia, and 2 received brief general anesthesia. At the 3-month follow up following the procedure, the sexual function outcomes were overall favorable with 107 out the 112 patients reporting no chance in sexual function. However, the following complications were reported: 4 patients reported erectile function deterioration, 2 patients experienced decrease semen volume, and 1 patient developed anejaculation. During a median follow-up of 27 months, 27 out of those 133 patients required retreatment. It was determined that rezum therapy is effective for large prostates with excellent sexual function preservation. However, larger prostate sizes increase retreatment risk.